Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. Caller reportedly had bruises all over his body. No medical treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.